Event description:
The ge oec 9800 fluoroscopy system displayed a communication failure error code and would not boot up.

Manufacturer narrative:
A ge oec service rep investigated the issue and rebuilt the debug log to restore functionality. The system was tested and found to be operating as intended and released to the customer for use. The facility was unable to, or would not provide any pt info with respect to this issue. No negative pt effect was reported because of this malfunction, that occured during a procedure.